Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon tear occurred. The lesion being treated was located in the heavily calcified distal circumflex (cx) artery. The physician was unable to dilate the lesion due to the 2.50x12mm nc quantum apex balloon being torn on the calcium. The physician decided to stop the procedure and continue with rotablation on future date. No patient complications were reported. Approximately two weeks post the original procedure, rotablation was successfully performed. Patient status reported as "fine".

Manufacturer narrative:
Device evaluated by manufacturer - there was a bend in the proximal end of the hypotube within the strain relief of the hub. It was unclear from visual inspection if the bend was substantial enough to inhibit flow through the lumen. After inspection of the remainder of the device - which revealed no other damage or anomalies - an inflation device filled with ambient water was attached to the hub and pressurized in an attempt to inflate the device. The device could not be inflated, possibly due to solidified contrast in the lumen of the device. The device was soaked in a circulating bath of 37°c water for 48 hours in an attempt to dissolve the solidified contrast in the catheter lumen. After the soak it was still not possible to inflate the device and it was obvious that the lumen was still obstructed with contrast. The hypotube was cut on the distal side of the strain relief to determine if flow was limited by the bend in the hypotube. It was determined that the bend in the hypotube did not inhibit flow of air or water through the proximal end of the device. Magnified inspection of the balloon revealed no evidence of damage or irregularities. The balloon was tightly folded, consistent with a device that has not been inflated. It was noted that the distal tip of the catheter was slightly damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon tear occurred. The lesion being treated was located in the heavily calcified distal circumflex (cx) artery. The physician was unable to dilate the lesion due to the 2.50x12mm nc quantum apex balloon being torn on the calcium. The physician decided to stop the procedure and continue with rotablation on future date. No patient complications were reported. Approximately two weeks post the original procedure, rotablation was successfully performed. Patient status reported as "fine".

Manufacturer narrative:
(B)(4)